Manufacturer narrative:
Investigation summary: one sample was received. No damage or anomalies were observed. In attempts to replicate clinical use the cuff of the set was inflated using a syringe provided by ICU medical. The set was then submerged under water to identify any potential leaks. No leakage was observed. The complaint of "leak from the cuff" could not be replicated or confirmed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Manufacturer narrative:
One photo was included for evaluation. According to the visual inspection of photo received it cannot confirm the complaint filed. If the product is returned, lsm will reopen this complaint for further investigation, the device was not received at the tijuana site. No functional testing performed. No root cause determined as the problem could not be confirmed. The device history review of the reported lot number found no non-conformities during the manufacturing process.

Event description:
It was reported that the cuff may leak due to insufficient adhesion. It has not been confirmed whether the cuff cracked during intubation or whether the cuff was not properly adhered. There was patient involvement, and no patient harm/adverse event reported.